Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels ranged between 400-510mg/dl. Supply changes were performed to resolve the occlusion alarms. After the supply changes, correction boluses via the pump were delivered to address the bg levels. During the supply changes, the customer was unable to identify the source of the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.